Event description:
During follow-up, externalized conductors were observed. Electrical anomalies were noted, including noise. Physician elected to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found between 38.1cm to 38.2cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were found between 7.4cm to 7.8cm from distal tip. Etfe coating intact. Another internal insulation abrasion was found between 11.3 to 12.9cm from the distal tip. Etfe coating was abraded. Another internal insulation abrasion was found between 9.1cm to 12.4cm from the distal tip and the inner coil was visible. Damage is consistent with findings in the field.